Event description:
It was reported that, "it was reported through the attorney for the pt as a result of a legal claim that allegedly the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."

Manufacturer narrative:
A review of the provided medical records and x-ray by a clinical consultant indicated this male pt had an osteoarthritic left hip. On (B)(6)2005, pt underwent a primary total hip arthroplasty for which the operative note describes a posterolateral approach and uncomplicated surgery. From reviewing all of the office notes documented by the clinician in the pt's medical records file, there was no mention of squeaking. The exact root cause of this event could not be confirmed with the limited info provided. There was no f/u available subsequent to the (B)(6)2005 operative note. There is no complaint of hip problems. There are no x-rays available to review. Without this info, an exact root cause cannot be determined. From the info provided, it appears that the device remains implanted.